Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. The 3.0 x 15 mm xience pro stent delivery system (sds) was advanced to the lesion without issue. The stent was implanted at 24 atmospheres (atm); however, a dissection occurred. An additional stent was implanted for treatment. The patient was confirmed to be stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, it was reported that the stent was implanted at 24 atmospheres (atm), which is above rated burst pressure. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection.